Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing with a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64271ud02. The device history record was reviewed and did not identify any nonconformances or deviations associated with lot 64271ud02 and complaint issue. In-house accuracy testing was completed using a retained kit of the complaint lot 64271ud02. All validity and acceptance criteria were met during completion of the protocol, indicating that the lot is performing as expected. Labeling was reviewed and adequately addresses the current issue. In this case, the incorrect result was reported due to the sample being placed in the wrong position on the rack. Based on the investigation, architect total b-hcg reagent lot 64271ud02 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported that on (B)(6), a 29-year-old female patient in the clinic, with ID number (B)(6) and sample number 98, who was clinically diagnosed with irregular menstruation, had the initial architect total b-hcg test result of < 1.20 iu/l (reference range: <5 iu/l is negative). The customer did not retest the sample and the report was sent to the clinical physician. The patient went to another hospital to be retested and generated a b-hcg result of > 3000. The patient returned to the department and asked to retest a new blood sample. The retest result of the new blood sample was 3739.05 iu/ml. The customer retested the original blood sample, and the result was 2863 iu/l. Through on-site troubleshooting, the instrument did not generate any errors and qc was in range for that day. However, it was found that when the customer applied to test for batch samples, sample no. 98 tested for hcg was applied to be placed in position no.3 of rack no. 142, but in fact sample no. 98 was placed in position no.4 of rack no. 142, which was not consistent with the sample position edited by the customer. This led to the incorrect result to be generated. Other sample results were not affected. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete sample ID (B)(6), (did not fit as it exceed the total amount of characters in the field). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424.

Event description:
The customer reported that on (B)(6), a 29-year-old female patient in the clinic, with ID number (B)(4) and sample number (B)(6), who was clinically diagnosed with irregular menstruation, had the initial architect total b-hcg test result of < 1.20 iu/l (reference range: <5 iu/l is negative). The customer did not retest the sample and the report was sent to the clinical physician. The patient went to another hospital to be retested and generated a b-hcg result of > 3000. The patient returned to the department and asked to retest a new blood sample. The retest result of the new blood sample was 3739.05 iu/ml. The customer retested the original blood sample, and the result was 2863 iu/l. Through on-site troubleshooting, the instrument did not generate any errors and qc was in range for that day. However, it was found that when the customer applied to test for batch samples, sample no. (B)(6) tested for hcg was applied to be placed in position no.3 of rack no. 142, but in fact sample no. (B)(6) was placed in position no.4 of rack no. 142, which was not consistent with the sample position edited by the customer. This led to the incorrect result to be generated. Other sample results were not affected. There was no impact to patient management reported.